Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates cannot be determined. A ship history identified three lots sold to the user facility prior to the reported event. A device history record review found no deviations related to the reported event. The unit was not returned by the customer; therefore, no product analysis could be performed. A review of the dfu found that bleeding is noted as a potential complication associated with such procedures and contains a warning: "these single use biopsy forceps should only be used to biopsy tissue where possible hemorrhage will not present a danger for pts. Adequate plans for management of potential bleeding and appropriate airway management should be in place."

Event description:
During the colonoscopy of cecum to terminal ileum, the physician removed a large penduculated polyp from rectosigmoid colon using a "hot snare" in addition to taking biopsies using the subject device from the right side of the colon. Two hours post procedure, the pt was reported to be "bleeding and passing clots" and was returned to the operating room. The physician found active arterial bleeding apparently from one of the biopsy sites. The site was injected and three clips were placed to close the site. No further info was provided.